Event description:
It was reported that there was no saline solution in the vial and the lens was dry. The lens was not used.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.